Event description:
It was reported that this high impedance was seen during three system diagnostics on (B)(6) 2013. The device was programmed off after the high impedance was observed. X-rays were taken and the images were provided to device manufacturer for review. Review of the x-rays did not show any gross lead discontinuities or sharp angles; however, a portion of the lead could not be visualized and a discontinuity in the lead portion that is not visible cannot be ruled out. Further follow-up revealed that no patient manipulation occurred, but some minor abrasions on the patient's knees were caused by a simple fall. No other injury or abrasions occurred or can be visualized. A second set of x-rays were taken and sent to manufacturer for review. Review of the x-rays did not identify any gross lead discontinuities or sharp angles; however, an unpronounced lead discontinuity cannot be ruled out. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent lead replacement. It was reported that the explanted lead was discarded and will not be returned for analysis.